Event description:
Xtw 18 gauge 2-1/2 inch introducer needle broke off at the hub and was absorbed into the pt's body during the attempted placement of a subclavian line by the anesthesiologist. Multiple attempts made to locate and remove needle were unsuccessful and aborted. Needle was located in the aortic arch the next day during valve replacement therapy and was removed intact.